Event description:
It was reported that various implants were discovered with foreign material (original packaging), wrong screws in the packaging, labeling was not okay. There was no patient involvement.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: part number: 400.835.01c lot number: 44682p9 manufacturing site: mezzovico release to warehouse date: 20 nov 2024 a manufacturing record evaluation was performed for the not sterile finished lot number and the following non-conformance/ manufacturing irregularity related to the reported complaint condition has been identified: the wrong screw components have been assembled. A non-conformance has been opened to address the issue and it has been escalated to CAPA to implement the needed corrective actions. Photo investigations: from the pictures received, the use of the wrong screw can be confirmed because the screw in the complained picture is light blue color with flutes on the tip, instead of grey color without flutes. For this reason, this issue is considered manufacturing related. The manufacturing investigation confirmed the non-conformance about the wrongly assembled issue affecting lot 44682p9: the wrong screws have been assembled. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the device was returned inside its sealed packaging pouch. Note: following investigation was performed by the supplier. Supplier (B)(4) stated: we received the complained parts which confirm the evaluation previously performed and documented on the investigation report. From the pictures received, the use of the wrong screw can be confirmed because the screw in the complained picture is light blue color with flutes on the tip, instead of grey color without flutes. For this reason, this issue is considered manufacturing related. The manufacturing investigation confirmed the non-conformance about the wrongly assembled issue affecting lot 44682p9: the wrong screws have been assembled. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cranial-scr plusdrive ø1.6 self-drill l5 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.